Event description:
Patient noticed burns and blister formation, with pus also observed in the blistered areas. Voltaren tablets were prescribed. It was confirmed no machines errors occurred during the procedure.